Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Blood glucose level was 150 mg/dl. Tandem technical support educated the customer in regards to occlusion alarms being a safety feature of the pump and on common causes of occlusions.